Event description:
Additional information was received indicating post-paced t-wave oversensing (pptwos) was again noted after the reprogramming. Abbott technical support was contacted and further reprogramming was performed, however, pptwos was again noted. Abbott technical support was again contacted and additional reprogramming was recommended. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.